Manufacturer narrative:
During testing, was unable to prime during the prime/delivery test due to faulty forced sensor resistor. Unable to perform basic occlusion, occlusion, excessive no delivery test due to prime/fill anomaly. Pump passed self-test, unexpected restart error test and all operating currents measurement were normal. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer reported via phone call that insulin pump rewound slowly when putting a new reservoir in chamber. Insulin pump also made a grinding noise when act was pressed to fill tubing. Customer's blood glucose was unknown. After battery change, piston moved slowly and customer believed to have received basal and bolus ok. Customer was advised that insulin pump would be replaced due to grinding sound.